Manufacturer narrative:
The customer reported that the pads were unable to be attached to the unit. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pads were unable to be attached to the unit.